Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured implant. The device has been explanted. The event is considered to be device related.

Event description:
Healthcare professional reported ruptured implant. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.10 , h.3 , h.6. Device evaluation: visual analysis of the returned device identified: underweight, red particles, crease fold, missing, wear abrasion, broken shell, stress marks. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. And also identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks due to surgical impact. - non-penetrating nicks. - a piece of the shell is missing the assessment is inconclusive. - a striated edge opening on anterior side due to surgical damage.